Manufacturer narrative:
Reference (B)(4). Customer confirmed no resolution was found after swapping out cam02 and camcabl unit in or. Requested to have customer provide additional information and have product returned on november 27, 2019, december 06, 2019 and december 17, 2019.

Event description:
Cam02 monitor is unable to detect 1104b catheter after transferring the patient to the or.